Manufacturer narrative:
Zoll medical corporation received the device and the electrodes and the device performed to specification. The device was recertified and returned to the customer. The device was put through extensive testing including shock testing, ECG testing, bench handling, and an internal inspection without duplicating any malfunction to the device. The customer paddles, multi-function cable, and ECG cables were evaluated and determined to meet specification. Review of the device log observed that the user attempted paddle shocks on (B)(6) 2024 that were followed by a poor pad contact message. Poor pad contact is an expected prompt if paddles detect an impedance that exceeds a threshold (valid impedance for the r-series is 15-300 ohms). The r series operator's guide in the section defibrillator output energy, states, an adequate amount of electrolyte gel must be applied to the paddles and a force of 10 to 12 kilograms (22 to 26.4 pounds) must be applied to each paddle in order to minimize this impedance. The user confirmed that the electrolyte gel was not used during the event and likely contributing to poor coupling of paddles to patient. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.